Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va15z4m, product type lead.

Event description:
A manufacturer representative reported that the patient got no motor response for electrodes 0 and 1, but got a response from electrodes 2 and 3. The representative stated the healthcare professional (hcp) attempted to place the lead 4 different spots; no impedance test was done on the lead. The hcp then got a different lead and the patient got a response with electrodes 0 and 1, when the implantable neurostimulator was connected. Impedance tests were run on the new lead and were normal. The representative believes the lead is broken/defective. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.